Event description:
Customer reported the metal bead chain used to attach the users guide came in contact with the electrical connector (iui) on the right side of the pc unit and became very hot. Staff reported a burning smell and sent a work request to biomed. When the biomed tech was looking at the unit in the shop, he turned it on and noticed the plastic case was melting under the chain. When the biomed tried to move the chain, he burned two of his fingers. Once he turned the pc unit off and the chain cooled the melting stopped. There was no report of pt harm. Pc unit was not on a pt when the event occurred. The customer stated that no additional event details are available.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the device be received for an eval.